Manufacturer narrative:
(B)(4). The customer repaired the ventilator fan and the device is back in service.

Event description:
The customer reported that the ventilator went inoperable during pre-check. No patient involvement.